Manufacturer narrative:
The insulin pump was received with blank display; the problem was isolated to the mother board; unable to perform functional testing due to blank display. The insulin pump had with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display, happened during normal use. Customer's blood glucose at time of incident was unknown. The customer stated that the device was not dropped and not exposed to moisture. Customer was advised to remove battery for 10 minutes and cleaned battery contacts with alcohol wipes. Customer was advised to insert new energizer aaa alkaline battery. Customer advised the display came on and then turned off at number seven during loading. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.